Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back gilled during recirculation mode. A patient was not connected to the machine at the time of the incident. The user took down the initial setup and tried with a new setup but the problem repeated. This report is for that repeat. The facility technician replaced the leaking high pressure flow regulator on the device. The part was no returned for evaluation and the machine was returned to service.